Event description:
Unit fails during procedure due to a switch #s-30 or f-1 which is currently being investigated by MFR. Switch s-30 was bent or broken three times causing fuse f-1 to blow and requiring emergency svc from MFR. F-1 in one yr has been serviced by MFR 13 times. This fuse is not accessable by service tech to do a quick fix and finish procedure or get pt off the table safely.